Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 of their pd end treatment. The registered nurse (rn) reported the patient was receiving an air detected in cassette alarm during an unknown of their treatment and the treatment was cancelled. The rn stated the tubing was removed and fluid was spilling out around the pump module. The rn had run a test on the cycler and set it up again, and the same thing happened when they removed the tubing and fluid was pouring out from the pump module area, but no damage to the tubing was noticed. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The rn reported that the fluid was discovered in the pump module area and on the external of the cassette the rn was advised to discontinue the use of their cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 of their pd end treatment. The registered nurse (rn) reported the patient was receiving an air detected in cassette alarm during an unknown of their treatment and the treatment was cancelled. The rn stated the tubing was removed and fluid was spilling out around the pump module. The rn had run a test on the cycler and set it up again, and the same thing happened when they removed the tubing and fluid was pouring out from the pump module area, but no damage to the tubing was noticed. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The rn reported that the fluid was discovered in the pump module area and on the external of the cassette the rn was advised to discontinue the use of their cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Correction: g3 was incorrectly written as 04/08/2022. The correct date is 08/04/2022.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 of their pd end treatment. The registered nurse (rn) reported the patient was receiving an air detected in cassette alarm during an unknown of their treatment and the treatment was cancelled. The rn stated the tubing was removed and fluid was spilling out around the pump module. The rn had run a test on the cycler and set it up again, and the same thing happened when they removed the tubing and fluid was pouring out from the pump module area, but no damage to the tubing was noticed. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The rn reported that the fluid was discovered in the pump module area and on the external of the cassette the rn was advised to discontinue the use of their cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however; to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 of their pd end treatment. The registered nurse (rn) reported the patient was receiving an air detected in cassette alarm during an unknown of their treatment and the treatment was cancelled. The rn stated the tubing was removed and fluid was spilling out around the pump module. The rn had run a test on the cycler and set it up again, and the same thing happened when they removed the tubing and fluid was pouring out from the pump module area, but no damage to the tubing was noticed. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The rn reported that the fluid was discovered in the pump module area and on the external of the cassette the rn was advised to discontinue the use of their cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A three hour accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.